Manufacturer narrative:
Concomitant medical products: 4195 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change-out procedure when the chronic right ventricular (rv) lead was connected to the new device and there was no capture. The lead was re-connected to the old device and the issue persisted. Temporary external pacing was used while all chronic leads were connected to the new device and then the device was pacing as expected. It was clarified that the pacing polarities and the device being out of the pocket may have contributed to the device not pacing, and it was recommended to program new devices to rv-only pacing until all leads are connected. The device remains in use. No patient complications have been reported as a result of this event.